Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the optical lenses were broken, there was no moisture, the outer tube was bent and received without the inner, outer adapters and without the protective tube. There was fiber breakage and minor dents on the distal edge and there was debris under the eye piece window. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, hd, autoclavable had a cracked lens. The issue was found during preparation for use in a therapeutic cystoscopy with a urostomy procedure while trying to white balance. There was no delay to the procedure. The procedure was completed with another of the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.